Event description:
Patient suffered ami [acute myocardial infarction] s/p [status post] cypher stent placement in treating an ostial stenosis of the jailed d1 bifurcation lesion. The lesion was dilated and stented with cypher stent.